Manufacturer narrative:
(B)(4) g2: belgium. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were reviewed by 3ds for overlay. A definitive root cause cannot be determined. The design of the device was reviewed by the designer, 3d systems; per the overlay report; the planned component position of all components are extremely accurate to what was planned. The largest discrepancy can be seen in the position of the left fossa component which is rotated slightly medially. The fossa component appears to be rotated slightly posterior and medial of what was planned. There is no measurable deviation between the planned and scanned post-op positions of the mandible. There is no measurable deviation between the planned and scanned post-op positions of the right-side components. Per the overlay report, the surgeon performed the surgery as planned. The only discrepancy is the left fossa component, which was found to be rotated medially. The surgical team did not allege any deficiencies to the products, as well as the overlay showing that the surgery was performed as intended, no definitive root cause can be determined for the post-op pain the patient is experiencing. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been experiencing pain post op and the implanting surgeon would like to superimpose new/current imaging to the patient¿s pre-op planning imaging. To date no additional medical intervention has occurred. Attempts have been made and additional information on the reported event is unavailable at this time.